Event description:
It was reported that shaft break and catheter removal difficulty occurred. Vascular access was obtained via the brachiocephalic artery through a 7f 10cm non bsc introducer sheath. The 10.0mm in diameter, target lesion was located in the moderately tortuous right brachiocephalic artery to the aorta. A 10.0x40x75cm express¿ ld vascular stent was advanced and deployed in the lesion without issue. When the device was removed from the introducer sheath, resistance was encountered. The physician thought that it was possible the balloon was not folded completely during removal of the device. The device was pulled and the shaft of the catheter was detached inside the non bsc sheath. The detached shaft and the sheath were removed together from the patient as a unit. The procedure was completed using a 10x37x75mm express stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).